Event description:
An expired implant was used in surgery on (B)(6) 2023. The implant expired on (B)(6) 2023. During the procedure, the sales representative notified the surgeon of the expired implant; however, the surgeon was comfortable with leaving the implant in the patient.

Manufacturer narrative:
As reported, an expired implant was inadvertently implanted into the patient. There has been no reported patient injury/infection to date. No revision surgery was reported. The expiration date is located on multiple layers of the packaging. This event is confirmed as a user related error with no malfunction of the device. A review of manufacturing records confirms the product was manufactured to specification and there is no indication of a product quality issue with respect to design, manufacturing, or labeling. The product remains implanted in the patient and will not be revised/returned. An internal CAPA was opened to address expired or expiring inventory consigned with independent sales representatives. Kmti will test expired packages from the same or similar lots to verify if the package retained sufficient seal strength and seal integrity post expiration. Based on previous testing performed by kmti on other expired package(s) it is most likely the expired package(s) testing will show the package(s) did retain sufficient seal strength and seal integrity for at least one month post expiration. The seal testing will be performed within the next thirty days. Results, when they are available, will be recorded within the kmti internal CAPA process. If the results show sufficient seal strength and seal integrity, no supplemental MDR will be submitted. If the results show compromised seal strength and seal integrity, a supplemental MDR will be submitted. Should additional information be provided by the healthcare provider, a supplemental MDR will be submitted.